Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. Customer stated that insulin did not exists during fixed prime and manual prime. Customer assisted with 5 units of fill cannula process but they never seen the drops and insulin pump did not alarmed. No harm requiring medical intervention was reported. The device will not be returned for analysis.